Event description:
A customer reported that the instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no. (B)(4) had no data collected during run. No patient involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. Investigation found that the software crashed due to symantec antivirus software performing a scan during a run. Symantec antivirus software was not included in the applied biosystems 7500 fast dx (cat. No. 4407225) software package. This antivirus was purchased independently by the customer. No repair done to the instrument. Customer was advised to have it prevent symantec antivirus software from running during operational hours. This is the initial and final report for this report.